Manufacturer narrative:
The device was received for evaluation. During functional testing, a downstream occlusion alarm was not reproduced. The reported problem 'downstream occlusion' was verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.